Event description:
It was reported that foreign matter was present in the inner package. A 300cm x 8 cm v-18 control wire guidewire was selected during procedure. However, it was found that there was some blots/stains on the inner package. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed on the returned device revealed the tip was bent. Dimensional inspection revealed the overall length was within specification, along with the outer diameter of the distal tip, middle of the device, and the proximal section of the device. The packaging had all required information, the information was clear there was no foreign matter found. Investigation revealed no other damage or irregularities.

Event description:
It was reported that foreign matter was present in the inner package. A 300cm x 8 cm v-18 control wire guidewire was selected during procedure. However, it was found that there was some blots/stains on the inner package. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.